Event description:
It was reported that post implant, the right ventricular lead had high and unstable thresholds and intermittent capture. The lead was repositioned with more slack and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.